Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine generator changeout, when the physician removed the device from the pocket the outer insulation of the right ventricular lead unraveled. The lead parameters appeared stable despite the insulation breach. The lead was capped and replaced on (B)(6) 2020, during the same procedure. The patient was in stable condition.